Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for suspected lots 2410215 and 2406201, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. Results were reviewed for the reported lot and no issues were identified, product was found to meet required specifications. Retained samples of each suspected lot were used for additional evaluation. The connectors were engaged with an injector and syringe; liquid moved from the syringe through the system and no leakages were observed. Based on the available information we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Event description:
Event details: this is a complaint about liquid leakage from c35j connector. It was reported that when the injector was connected to the c35j connector, there was liquid leakage. It was only punctured a few times. It was not connected for more than 24 hours. The product used has been discarded, so please check if the same problem occurs with products from the same lot. The leaked liquid is an anticancer drug, but since it has been disposed of, we do not know which drug it is. Lot number might be either 2406201 or 2410215. Additional information was there any breakage/damage in the injector/connector? If yes please provide the material and batch# information for injector. The actual product has been discarded, so it is unknown. Please clarify exactly where leak occurred? Injector or connector? It seems that it was a connector. Please provide the additional event details, if occurred (material#, batch#, event date & patient impact). Unknown. Confirm if the usage is for a single patient or multiple patients and indicate the event date if it pertains to multiple patients. It seems that there was one patient. Were there any adverse reactions to the exposed area (redness, swelling, tingling, burning, etc.)? Unknown. Was medical treatment provided to the healthcare worker and if so, what was done? Unknown. Was there any medical intervention due to this incident? Unknown. How was the treatment successfully finalized for the customer? Unknown. Please verify did you used the infusion clamp to secure the connection of the injector and connector. Not used.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.